Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up while experiencing discomfort with pacing. Upon review, the device was found to be in backup vvi. The device was restored to normal function. The patient was stable and will continue to be monitored.